Event description:
Additional information received reported that the patient still believed the implantable neurostimulator (ins) was turning off/on by itself. She had to escalate her oxycontin use and was in an emotional state. Last night her stimulation began to ramp up on its own. It was noted that the patient was using adaptivestim. The patient was asked to keep a diary but she had not complied. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative was going to follow-up again, but it was noted that the patient was not very committed for whatever reason. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that since implant, the device would skip on and off once in a while for a little. The manufacturing representative thought it was possible due to the swelling and irritation, but the device seemed to be doing pretty good. About 7 days prior it was doing it consistently and she would stand still and even when she held her breath it would still skip. It was like an instantaneous on/off flash. The day before the day of the report it happened a couple times. The skipping happened every few seconds. The implantable neurostimulator (ins) would shut off when she was charging. The patient charged last night and stimulation was turned off and it started back up about 4 or 4:30 a.m. This morning and ¿kick back¿ on its own. The patient would charge every couple days so it didn¿t get low. Her therapy would stop or skip for 1-2 seconds and then turn back on. It was noted that the patient had 2 different settings; lying flat and left; and right and standing. It was noted that her settings took more than a second to change. When she would be on her back and get up it was like a gradual effect with her lower lungs and stomach, like she could not breathe, but once it would adjust, the problem instantaneously doesn¿t happen anymore. She would adjust it herself because of how intense it was. It was extreme how far the adjustment went, but since the manufacturing representative adjusted it there were no concerns until now. The patient was going to meet with a manufacturing representative to figure out what was going on and for reprogramming or troubleshooting. The patient was currently getting good pain relief. It was noted that there was also a problem with the patient programmer (pp). The pp would shut the ins on and off. The pp would shut off on its own and would not communicate with the ins. The day before the day of the report she was using the pp and it kept shutting off the ins. The patient changed the batteries twice but it kept happening and doing its own thing. The patient synched with the ins and she was able to see that the ins was on and the battery levels on the pp screen but the pp had shut the ins off; it was confirmed that the patient did not press the off button on the pp. It was also confirmed that the pp had not gotten wet or was dropped. The patient synched again with and without the antenna and the patient was able to communicate with the pp. This pp issue was resolved. Upon device return, the antenna jack was resoldered as a preventative measure.

Event description:
Additional information received reported that there was a (B)(6) or greater symptom reduction, but the patient had not yet received effective therapy. The cause of the event was unknown. The issue was still on going. The patient¿s stimulation had been turning off/on on its own. The patient was to do a diary but had lost the diary; therefore the patient had to redo the diary. The patient met with a manufacturing representative today. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was turning off by itself. This issue had been present for a month and a half prior to the report. The night prior to the report the patient charged their ins to full and they were feeling stimulation. About 20 minutes later the stimulation shut off all by itself at about 6:10 pm. The patient used their programmer and confirmed that the ins lightning bolt was not on. The patient was able to turn their stimulation back on. The patient was then woken up by pain at about 1:30 am because the ins had turned itself off again. The patient verified that the lightning bolt was off and they turned stimulation back on. The patient verified that their ins battery was showing 3/4 full. The patient got up at 4:30 am and the stimulation was still on and they got into the shower at 4:45 am. While in the shower at 4:50 am their stimulation shut off and they again verified with the programmer that the lightning bolt was gone. The patient turned their stimulation back on. The ins was always fully charged when the stimulation turned off and the patient was in different places. The recharger and programmer were working correctly. The patient had an appointment with their doctor on (B)(6). The patient's stimulator data was captured during the appointment and was being sent in for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).